Event description:
It was reported that pump displayed recurring malfunction alarm identified as malfunction 12, with at least three occurrences on same device. There was no adverse impact to the customer's blood glucose level. Customer was instructed to switch to multiple daily injections as backup insulin therapy, place pump into storage mode, and return device to tandem, while technical support arranged a warranty replacement pump and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, with customer acknowledging all instructions.